Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 36 mg/dl. The customer consumed 3 boxes of juice to address the low bg. The cause of the low bg was unknown. Reportedly, the reported issue resolved and bg level increased to 162-163 mg/dl. The customer continued to use the pump for insulin therapy.